Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive itching had occurred while wearing the pod 72 hours or longer. A wound grew at the affected area around 3 mm due to the patient's itching. Patient visited physician and was prescribed piriton syrup, an antihistamine to treat the site and tegaderm, a transparent dressing to be worn on the pod site before affixing the pod.